Manufacturer narrative:
The investigation for this event is in progress. Once additional information is received, a supplemental report will be submitted accordingly. The mdrs associated with this event are: 3013450937-2023-00039.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2023, due to loosening of the patient's eleos resurfacing femur and eleos stem extension. The patient was revised to remove and replace those two components. The patient's revision surgery was completed successfully. This event will be reportable to the FDA as a serious injury due to the patient's revision procedure. This record captures the eleos resurfacing femur.

Manufacturer narrative:
It was reported that the patient underwent a revision surgery on 01 february 2023 due to loosening of the patient's canal-filling stem extension and dissociation of the resurfacing femur and canal-filling stem extension. The following eleos implants were revised during the revision surgery: resurfacing femur axial pin, canal-filling stem extension, tibial hinge component, resurfacing femur, and tibial poly spacer. There were no alleged deficiencies with the tibial hinge component, resurfacing femur axial pin, and tibial poly spacer. Device production records and historical data was reviewed, and no abnormailities were identified. Visual, dimensional and functional analysis could not be conducted as the devices were not returned for evaluation. Additional information regarding the patient's post-operative compliance, external trauma, and surgeon's surgical technique are not known. Ultimately, the root cause for dissociation and loosening could not be determined. The mdrs associated with this event are: 013450937-2023-00039. 013450937-2023-00038-001. 013450937-2023-00039-001.